Manufacturer narrative:
Per -201 final report. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that this device conformed to material and dimensional specification when manufactured. The affected device was returned to corin and the reported failure mode was confirmed. As a result of feedback from the field a design change has been implemented to this device. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A unity 4:1 cutting block broke during surgery. One of the metal caps and the spring from the adjustment plate of the instrument broke off.

Manufacturer narrative:
Per - 201 initial report the appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that this device conformed to material and dimensional specification when manufactured. The affected device is being returned to corin for examination and details of this review will be provided in a supplemental report upon completion of this investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A unity 4:1 cutting block broke during surgery. One of the metal caps and the spring from the adjustment plate of the instrument broke off.